Event description:
It was reported that variable pacing impedance measurements between 600 to 900 ohms was noted from this right atrial (ra) lead. Furthermore, an over-sensed minute ventilation {mv) artifact was observed, as well as variable p-wave measurements. Provocative maneuvers were performed which showed normal results with no evidence of over-sensed noised or impedance changes. Diagnostic imaging was also performed which verified correct device-to-lead connection. Boston scientific technical services {ts) was contacted and recommended disabling the mv sensor to prevent future over-sensing and close continued monitoring. The patient was stable with no adverse consequences reported and this ra lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).